Event description:
Vague pump report of "pump 2 (rt side) not pumping fluid but shown on readout as infusing." The report went on to state "indicated 555 cc delivered. Tubing mashed @ pump tread and occluded." No add'l clinical info was able to be obtained. No pt injury was reported.